Event description:
It was reported that during a routine device changeout, the physician used electrocautery and the device exhibited loss of output. The patient experienced asystole and CPR was performed. The device was explanted and replaced. The patient did not experience any further symptoms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.